Event description:
Sales rep, (B) (6), was not present but was told pt's shoulder was swelling. Pressure was initially set at 40mmhg and it was decreased to 25mmhg. Unk what tubing was used or what the flow rate was. Unk what cannula was used. The surgeon established 3 portals, saline was leaking. The surgeon was new and never used the intelijet before and ended up doing a "mini open" surgery.

Manufacturer narrative:
Device has not been returned for evaluation. (B) (4).